Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. Patient 1 initial sodium result was 124 mmol/l and the repeat result was 135 mmol/l. Patient 2 initial sodium result was 112 mmol/l and the repeat result was 143 mmol/l. The initial potassium result was 3.5 mmol/l and the repeat result was 4.5 mmol/l. Patient 3 initial sodium result was 133 mmol/l and the repeat result was 140 mmol/l. Patient 4 initial sodium result was 128 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 4.0 mmol/l and the repeat result was 4.5 mmol/l. Patient 5 initial sodium result was 134 mmol/l and the repeat result was 142 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer found there was possibly air in the lines and poor aspiration. He cleaned the flow path orifices, dried the electrodes, cleaned and reseated the o-rings, changed the vacuum nozzle, flushed the common drain lines, cleaned and reseated the flow block o-rings, replaced the pinch tubing, adjusted the nozzles and confirmed the sample alignments. He completed the system prime, performed ise checks, calibration, and precision testing on qc, and ran patient comparison checks. The investigation determined the service actions resolved the issue.